Event description:
It was reported that the battery of this device was believed to be depleting prematurely; the battery percentage remaining had dropped from 63 to 12 percent over three months. A copy of device memory was preserved and submitted for analysis. Engineering analysis of device data confirmed premature battery depletion and a boston scientific technical services analyst recommended device replacement. Evidence suggests that the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior. This particular device was not included in the emblem s-ICD premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices. Code 3191 is being used to capture surgical intervention.

Event description:
It was reported that the battery of this device was believed to be depleting prematurely; battery percentage had dropped from 63 to 12 percent over three months. A copy of device memory was preserved and submitted for analysis. Engineering analysis of device data confirmed premature battery depletion and a boston scientific technical services analyst recommended device replacement. Additional information was received indicating that the device had been explanted and returned for analysis. No additional adverse patient effects were reported.